Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Additional information requested and received: what stapler was used with the reported cartridge? R/ echelon flex 45 mm. Ec45a. Does the surgeon routinely wait 15 seconds prior to firing? R/ the surgeon did wait 15 seconds. Were any staple formation issues noted throughout care of patient? R/ no, did note staple formation issues throughout care of patient were any difficulties noted with device intraoperatively? R/ no, did note any difficulties noted with device intraoperatively. What technique does surgeon use for the g-j anastomosis? R/ lateral anastomosis. How long post op was bleeding identified? R/ in patient recovery time. How was the bleeding addressed in the reoperation? R/ with a manual stitch. What is the current patient status? R/ the patient is well.

Event description:
It was reported that in a gastric bypass procedure, in the anastomosis of the stomach and the jejunum, there was bleeding in the staple line. The patient had to be reoperated.